Event description:
Baxter product surveillance received a call from the home patient (hp) on (B)(6) 2012 regarding a previously reported problem. The home patient (hp) mentioned when they ran into solution bag difficulties, they would remove the old bag and add a new bag to the same line. This writer explained that for next time they should just redo the whole setup, just as a safety precaution. The hp stated that this has not caused any negative effects and they are fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.